Event description:
E was initially received via regulatory authority (reference number: mw5078141) on 09-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("awful pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included folic acid, hydrazine, hydrocortisone, methotrexate and sumatriptan (imitrex). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dyspareunia ("sexual intercourse was painful"), musculoskeletal stiffness ("body always felt stiff"), dysgeusia ("metallic taste in mouth that never went away"), rash generalised ("rashes that burn and hurt and are everywhere on body"), menorrhagia ("heavier longer periods"), dysmenorrhoea ("periods that were painful"), pruritus ("itch unbearable"), alopecia ("I ve lost my hair. My hair so thin"), abdominal distension ("bloating of my stomach"), allergy to metals ("I did test (B)(6) for cobalt di chloride") and dental caries ("teeth are rotten"). The patient was treated with surgery and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, dyspareunia, menorrhagia, dysmenorrhoea, pruritus, alopecia, abdominal distension, allergy to metals and dental caries outcome was unknown and the dysgeusia and rash generalised had not resolved. The reporter provided no causality assessment for abdominal distension, allergy to metals, alopecia, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, musculoskeletal stiffness, pelvic pain, pruritus and rash generalised with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5078141) on 09-jul-2018. The most recent information was received on 11-dec-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('device breakage') and pelvic pain ('awful pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included folic acid, hydrazine, hydrocortisone, methotrexate and sumatriptan (imitrex). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dysmenorrhoea ("periods that were painful"), dyspareunia ("sexual intercourse was painful"), allergy to metals ("I did test positive for cobalt di chloride"), menorrhagia ("heavier longer periods"), abdominal distension ("bloating of my stomach"), rash ("rashes that burn and hurt and are everywhere on body"), musculoskeletal stiffness ("body always felt stiff"), dysgeusia ("metallic taste in mouth that never went away"), pruritus ("itch unbearable"), alopecia ("I ve lost my hair. My hair so thin") and dental caries ("teeth are rotten"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, dyspareunia, allergy to metals, menorrhagia, abdominal distension, pruritus, alopecia and dental caries outcome was unknown and the rash and dysgeusia had not resolved. The reporter provided no causality assessment for abdominal distension, allergy to metals, alopecia, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, musculoskeletal stiffness, pelvic pain, pruritus and rash with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: upon receiving an internal confirmation, post review, it was confirmed that cases (B)(4) are duplicates of each other. All the information from the deletion case (B)(4) was transferred to retention case (B)(4). Reporter added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5078141) on 09-jul-2018. The most recent information was received on 06-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("awful pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included folic acid, hydrazine, hydrocortisone, methotrexate and sumatriptan (imitrex). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dyspareunia ("sexual intercourse was painful"), musculoskeletal stiffness ("body always felt stiff"), dysgeusia ("metallic taste in mouth that never went away"), rash generalised ("rashes that burn and hurt and are everywhere on body"), menorrhagia ("heavier longer periods"), dysmenorrhoea ("periods that were painful"), pruritus ("itch unbearable"), alopecia ("I ve lost my hair. My hair so thin"), abdominal distension ("bloating of my stomach"), allergy to metals ("I did test positive for cobalt di chloride") and dental caries ("teeth are rotten"). The patient was treated with surgery and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, dyspareunia, menorrhagia, dysmenorrhoea, pruritus, alopecia, abdominal distension, allergy to metals and dental caries outcome was unknown and the dysgeusia and rash generalised had not resolved. The reporter provided no causality assessment for abdominal distension, allergy to metals, alopecia, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, musculoskeletal stiffness, pelvic pain, pruritus and rash generalised with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.